Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called about having bent cannulas and mentioned having high bgs as a result. The last high blood glucose due to a 3rd bent cannula was 407mg/dl and 259mg/dl on the 10th and 280mg/dl on the 13th. Patient's blood glucose at time of incident is 259mg/dl. Patient's current blood glucose is unknown. Customer treated the high blood glucose with the insulin pump and did a bolus for all the highs. Troubleshooting was performed for the bent cannulas. Customer states she will speak with her hcp about coming off the pump and going back to shots. Product was not returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 407 mg/dl at the time of the event and also customer reported that due to a bent canula customer experienced hyperglycemia. Troubleshooting was performed it was unknown whether the insulin pump was used within 48 hours and it was unknown whether the auto mode feature was active at the time of the event. No further patient complications were reported. It was unknown whether the customer will discontinue the use of the insulin pump.